Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that expanding the skin is not uniform. On (B)(6) 2017, it was clarified that the issue was that the wrench was stuck on the machine after surgery and could not come off. The dermacarrier was at room temperature at the time of use. The device has not been repaired by anyone other than zimmer biomet. There was no medical intervention or additional surgical procedures required. There was no harm, injury or adverse events associated with the failure. There was no extension or delay to the surgery. The surgical technique was used on the product. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on january 16, 2017 revealed that the sample graft passed incoming testing. The gear in the handle needed replaced. Repair of the skin graft mesher was performed by (B)(4) on (B)(6) 2017 which included replacement of the gear. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The original reported event was not confirmed since during initial inspection the sample mesh graft passed incoming testing. The corrected reported event the wrench was stuck on the machine after surgery and could not come off was confirmed since during initial inspection the gear in the handle needed replaced. The root cause of the wrench being stuck on the machine and not coming off was due to the gear in the handle. The issue was resolved with the replaced gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the expanding skin is not uniform

Manufacturer narrative:
A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
Additional information received (B)(6) 2017 added that it was discovered after surgery that the wrench was stuck on the machine and could not be taken off.